Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 24mar2025 from the patient's mother reported that the patient had an embolic stroke on the day his valve was implanted. This investigation is relegated to onxaap 25 serial number: (B)(6) with allegation of embolic stroke.

Manufacturer narrative:
The manufacturing records for onxaap-25 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Change order(s), (B)(4), for leaflet tuning are performed as a part of the standard manufacturing process. On (B)(6) 2024, a onxaap-25 device with serial number (B)(6) was implanted in a 33-year-old male patient. Approximately one-year post-implant, the patient was diagnosed with a two-vessel st-elevation myocardial infarction (stemi), as reported via email from the patient¿s mother on (B)(6) 2025. This investigation is related to that implanted device. On (B)(6) 2025, a representative was notified of the incident, and field assurance was subsequently informed, initiating an investigation. The only information provided regarding the event was from the patient¿s mother via email; no medical records were submitted. While contact was made with the implanting hospital to confirm the patient¿s name and the implanted device, the facility did not provide medical documentation. According to communications from the patient¿s mother, (B)(6), she stated: ¿his on-x valve is 1 year old & he nearly died from clots that caused a 2-vessel stemi.¿ in a follow-up message, she further elaborated: ¿maintained his inr above the recommended level for his valve. His inr was 2.2 when he suffered his heart attack. His heart attack was pure clot. (Not atherosclerosis) this is in addition to an embolic stroke he suffered on the day his valve was implanted.¿ no past medical history was provided, including the indication for valve implantation, prior cardiac history, or any concomitant procedures. As such, we rely solely on the mother¿s account that the patient¿s inr was within range prior to and at the time of the event. The event was reported as a thrombotic complication leading to a 2-vessel stemi approximately one-year post-implant. An embolic stroke was also reportedly experienced on the day of implant. However, the information is anecdotal and based solely on family communication, without clinical corroboration. The reported inr value of 2.2 at the time of the myocardial infarction is within or near the lower end of therapeutic range for all mechanical valves, but without comprehensive anticoagulation history or supporting lab records, no conclusion can be drawn. In the IFU it is stated that ¿selection of anticoagulation or anticoagulation/antiplatelet regimen is based on the particular needs of the patient and the clinical situation¿, as each patient requires individualized anticoagulation management determined by their clinical team. The literature has documented similar cases, such as the report by (B)(6) (2024), involving a 36-year-old male with an on-x aortic valve who experienced two thromboembolic strokes while on warfarin. In that case, inr values were 1.4 and 2.4, respectively. No treatable cause other than elevated ldl was found, and his anticoagulation protocol was intensified, including the addition of aspirin and statins. The device history record (DHR) for the implanted valve was reviewed and confirmed that the valve passed all acceptance criteria prior to its release. No product nonconformities or deviations were found. However, due to the absence of medical records or clinical data, we are unable to evaluate patient condition, anticoagulation compliance, or other contributing factors that may have led to the thrombotic event. Without corroborating medical documentation, a thorough clinical assessment of the conditions surrounding the reported event is not possible. Thromboembolism and myocardial infarction are known and recognized adverse events associated with mechanical heart valves and is listed in the device¿s instructions for use (IFU). Thromboembolism has a historical rate of occurrence of (B)(4) per valve-year for mechanical aortic valves per iso 5840. The investigation is limited by the lack of medical records and supporting clinical data. While the device met all manufacturing specifications and passed all quality inspections prior to release, and thromboembolism and myocardial infarction are recognized risks, we are unable to determine whether the device, patient condition, anticoagulation management, or a combination of these factors contributed to the event. With limited information we do not know what, if any, contribution to the thrombosis; thus, severity and occurrence is not evaluated. However, with limited information we have no evidence to indicate what, if any, contribution the valve had to this unfortunate clinical outcome. No further action is required without additional information. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.